Event description:
Information was received that a smiths medical babypac ventilator is delivering peak pressure above the set value.

Manufacturer narrative:
Device evaluation: one babypac ventilator was received with a patient circuit hose in good condition with no damage, user manual, oxygen input hose, and an air input hose. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. The air input hose gas connector has been cut/broken off. The ventilator had a rattling sound when moved/shaken and has some scratches to the case and instruction label. The corner of the case also was found to have dent consistent with an impact. Upon visual inspection of the patient valve assembly it was detected the valve has some damage and two blanking caps are missing. Full tests were conducted and the unit passed all tests apart from number 1 & 2, the condition of the hoses/control module, which was due to the damage/missing parts. The test for peak inspiratory pressure passed comfortably with the difference between master and pac gauge being within the allowed difference. To check for instability in the peak needle, pressure was applied to the peak dial and the reading did not change and no instability occurred after the dial was manually pushed on. Additionally, the readings were re-checked several times, leaving 30 minute intervals, no change was observed. Also, the front panel was removed to find the source of the rattling sound and found the packing wedge had come loose. Once replaced, it was observed the wedge fitted tightly and did not move when the ventilator was shaken upside down. The cause of the packing to be loose could be from an impact, which could force the packing loose. Based on the evidence and investigation, the reported complaint allegation was not confirmed. The only failures recorded were caused by damage to the ventilator, which would have been caused after being unpacked. The evidence of missing parts, scratches, dents to the case, and patient valve are not consistent with an out of box failure. The problem source of the found damage was noted to be user interface.